Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a warning for impedance was noted on the right ventricular (rv) lead. Follow up information noted that the lead was explanted and replaced. No patient complications have been reported as a result of this event.